Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4). During evaluation the force sensor assembly was found to be damaged. The force sensor calibration was found to be out of specifications. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.